Event description:
A consumer reported that the patient had to replace their fourth battery in thirteen years. It was inquired if there are batteries that could last more than 5 years, with it noted that once the battery died in 3 years instead of 5. As a result, they "almost lost" the patient. No further complications are anticipated. The patient's indication for implant is unknown.